Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the shorter exhaust tube near the tube/strain relief junction of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube of the pump. Testing revealed this to not be a site of leakage. Abrasion was noted on all tubes of the pump. No functional abnormalities were noted with either cylinder or reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all tubing of the pump had overlapped and abraded against itself while in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to cause a separation through the shorter exhaust tube at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a tubing break was observed on the cylinder to pump tubing. A malleable device was implanted.